Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted.

Event description:
The customer reported to baxter (B)(4) that on (B)(6) 2011, the following problem occurred with 2 mirafilter IV extension sets. Two infusions of "vectibix" were prepared in a laminar flow cabinet, with already a pre-primed set of emc3294a attached. The infusions were returned to the hospital pharmacy, after noticing a leak, near the luer lock junction with the filter. Both infusions were prepared by two different persons. There was no patient involvement. There was no patient injury or medical intervention reported. No additional information is available. This is report 2 of 2 of the same reported problem from this facility.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.